Manufacturer narrative:
The complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02747 it was reported st elevation and hypotension occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was used along with a 27mm watchman® laa closure device & delivery system. The closure device was deployed in the laa. The patient became hypotensive and developed st segment elevation. It was managed by anesthesia. The closure device was successfully implanted and there were no further patient complications. The patient is fine and has been discharged from the hospital. The physician believes the cause of the hypotension and st elevation was from an air embolism. The physician thinks that the air entered during a contrast injection after the closure device was deployed; however, air was not actually visualized.